Event description:
During open heart surgery. The pt was placed on bypass machine. The pt was femorally canulated. The inline blood gas sensor which is in the arterial line became loose and disconnected exsanguinating 1 liter of blood from the pt. The perfusionist was covered with blood. The perfusionist discarded the defective connector and replaced it with a straight connector. Then reinstituted bypass - without further complications.